Event description:
It was reported by the patient's attorney that on an unknown date after filter implant, the filter fractured and perforated the cava wall. Reportedly, a filter fragment penetrated the duodenum. The filter and detachments were surgically removed. Reportedly, the patient developed a post operative wound infection that required IV antibiotics. Information on the current patient condition is pending.

Manufacturer narrative:
The sample has not been returned to the manufacturer. Therefore, a device evaluation could not be performed. The investigation is currently underway.